Event description:
Boston scientific received information from a competitive device change out for normal battery depletion that this right ventricular (rv) lead was capped because out of range high pacing impedance measurement greater than 2500 ohms. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was remains implanted surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.